Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 days after the dental implant was placed in ada site 31 in the mouth, the implant did not osseointegrate. Clinician noted patient's pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that 3 days after the dental implant was placed in ada site 31 in the mouth, the implant did not osseointegrate. Clinician noted patient's pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. (B)(4). Follow-up being sent in order to correct the name of the implant given in field brand name.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent, jjgc.

Event description:
The clinician reported that 3 days after the dental implant was placed in ada site 31 in the mouth, the implant did not osseointegrate. Clinician noted patient's pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. Rp.017213.